Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was 90% stenosed. After a failed attempt to cross the chronic total occlusion with the xience alpine 2 x 23 mm stent delivery system, the stent was broken but did not separate in two pieces. A xience alpine 2.5 x 28 mm stent was implanted to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - 325752/1-1. Evaluation summary: the device was returned for analysis. The reported stent break was unable to be confirmed however there was noted stent damages (flared). The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances.

Event description:
Subsequent to the previously filed medwatch report, device analysis did not confirm the reported issue that the stent was broken but did not separate in two pieces. There were flared struts at both proximal and distal end of stent, rings 1. The stent was not broken as reported. There was no other damage noted with the stent implant and no other damage to the delivery system. Follow-up with customer confirmed that the stent struts were flared and bent.